Manufacturer narrative:
The customer's instrument was accessed and the image files for the microplate used to process the run with the discrepant typing result was analyzed. The image indicated that the result was "no type determined". It appeared there were not enough cells present in the well for a definite result. The appearance of the cell suspension was very light in color. The customer acknowledged there was a clot in the sample. The operator manual states "samples containing clots cannot be tested on the galileo. Sample clots will block sample probes."

Event description:
Customer reported an abo/rh mistype on the galileo. Two patient samples tested as a positive manually, but on the galileo instrument, tested as o negative. After repeating samples on galileo both tested as a postive. There were no error messages present during this process. Both samples had a history as a positive.